Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed for a button error and that the keypad was not responsive. The blood glucose reading was 198 mg/dl. She stated that the insulin pump had been strapped to her shoulder in a bathing suit and that it was exposed to moisture. Nothing further was reported.